Manufacturer narrative:
Device evaluated by MFR: the coyote es balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 17mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal femoral artery. A 4mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, it was noted that the balloon ruptured during the second inflation. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal femoral artery. A 4mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, it was noted that the balloon ruptured during the second inflation. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.